Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the lvad coordinator that several days after the pt's pump was implanted, the pt experienced elevated power wattage, and low pi. The vad coordinator exchanged the power cable, and the system controller. Albumin and heparin were given to the pt, an ramp studies were performed. The speed was at 8800 rpm with flows at +++. The power remained elevated. Lactate dehydrogenase (ldh) was at the 200 range. The log file was reviewed and multiple power elevations were noted in the last 18 hrs of the log file and they were associated with pi events, the average pi did seem to drop some, and was occurring while the pt was tethered to the power module. It was discussed that there was possible pump thrombus in this early post op period. The MFR's clinical specialist recommended to continue monitoring the pt's pump parameters and labs with possible need to re-operate for thrombus. Add'l info was rec'd approx 4 weeks later from the vad coordinator that the pt had another ramp study, and the results were not indicative of thrombosis. The pt remained on heparin and powers came down by themselves. The pt was discharged to home 10 days after the reported event. The pump powers were 5-6 watts. The vad coordinator also reported that the pt is doing well and there are no more power elevations.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.